Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The device was not returned for investigation. Pictures were not made available for an investigation. However, the root cause, from the reported complaint, is most likely that the drawer was removed from the viality device before the procedure and returned in its place. The drawer can bunch the foam up and unseat the scraper gasket. This does not let the drawer sit flush and a seal cannot be formed at the drawer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: d4, h4.

Event description:
The doctor was not able to get any suctioning through his canula because the viality system was leaking in the back of the canister. I had them check to make sure the orange cap was checked to make sure it was on and secure. The middle lid was seated correctly. Still unable to get suction. Seal was not staying on the drawer, and the canister walls would flex during suction. Surgeon switched over to microaire canister to finish procedure.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.